Event description:
Consumer called for medical information and reported adverse events. In 2004, he underwent catheterization with a cypher stent implantation to unknown coronary arteries. In 2006, he reports his hdl decreased. For treatment his physician started niaspan 200mg daily. He experienced in 2006 chills and feeling flushed when he took the niaspan. For treatment he titrated the dose from 500mg daily to 2000mg over a 9 month period. The chills and flushed feelings resolved. The hdl increased to normal limits in 2006. In 2009, he experienced feeling short of breath while walking. He states he "collapsed" and was taken by ambulance to the local hospital emergency room. He was admitted and given morphine and ivs. They "injected dye and saw that the old stent was totally blocked". He states that "his heart filled with dye" but no complications occurred from the dye and it resolved in the same day. In the next day, he had a cypher stent implantation into the first stent. All events resolved. He was discharged from the hospital . In the same day, he experienced heartburn and for treatment the asa was decreased to 81mg daily. The event resolved.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.